Manufacturer narrative:
No serious injury alleged. Chair was approximately 3 years old at time of incident with no previous complaints. Maintenance history is unk. Consumer was not using the chair when incident occurred. Chair was being driven by a "staff member" at the consumer's school. Staff member alleges chair smoked and subsequently all wiring was unplugged or yanked apart. The electronics allegedly were damaged requiring replacement, the dealer allegedly replaced them. Unclear if impact damage occurred as a result of an inexperienced user traversing in the chair. Dealer has been contacted several times for return of the alleged damaged product for an eval. Dealer has not responded. A more thorough analysis would require product return. Malfunction has not been established. Filing solely on the allegation of smoke.

Event description:
The chair allegedly started smoking while the school staff was driving the chair. No injury is alleged.